Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient was in a car accident not related to stimulation. The patient underwent a revision procedure wherein the ipg was replaced and was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.